Event description:
When performing a laparoscopic gastric bypass, the stapler used to divide the stomach was defective. The staples did not close securely and the cut was torn. The surgeon had to oversew the staple line, increasing the surgery time and estimated blood loss for the pt.